Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinus infection. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain: pelvic/ chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, dermatitis allergic, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, nausea, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date was given as (B)(6) patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, psych injury, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, headaches, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-jul-2014: complete occlusion of the fallopian tubes bilaterally with appropriate positioning of the essure occlusion coils.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinus infection. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain: pelvic/ chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, dermatitis allergic, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, nausea, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date was given as --2006./ (B)(6) 2016, (B)(6) 2014. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, psych injury, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, headaches, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: complete occlusion of the fallopian tubes bilaterally with appropriate positioning of the essure occlusion coils.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporters, lab data, rcc added. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain: pelvic/ chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as --2006. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), rash/skin condition, psych injury, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, headaches, nausea and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case becomes incident. Model number was updated from ess205 to ess305. Event injury was removed. New events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ chronic, abdominal, back, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), rash/skin condition, psych injury, perforation: other, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, headaches, nausea and weight gain were added. Implant date was updated. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.